Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer changed cartridge to address the issue, but leaking recurred. There was no adverse impact to customer's blood glucose. No additional information was provided. Multiple attempts were made to follow up with the customer for additional troubleshooting, but no response was received.